Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter leaked. During the procedure, after placing the catheter for biliary drainage, leakage of the catheter was noted. A video provided by the customer shows fluid leakage. A new device was then obtained to successfully complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation: on 30sep2022, cook china received a complaint from a representative at the wuhan haiyunwang facility located in the city of wuhan ch. It was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter (rpn: ult10.2-38-25-p-6s-clm-rh, lot number: 14578826) leaked. During the procedure, after placing the catheter for biliary drainage, leakage of the catheter was noted. A video provided by the customer showed fluid leakage. A new device was then obtained to successfully complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi) and quality control procedures, as well as dimensional verification and visual inspection of the returned device, were conducted during the investigation. One used drainage catheter was returned and received in a used condition to cook for evaluation. The white cap / mac-loc adapter connection site passed the required gap gauge requirement during investigation. A leak test confirmed fluid escaping at the cap / mac-loc adaptor connection site during the tabletop testing. Upon disassembling the cap and mac-loc adaptor, the flare was noted to have no damage and was manufactured to specification. However, a fracture was discovered and present in the body (well) of the mac-loc adaptor, where the locking lever seats when in a closed position. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot 14578826 and the related subassembly lots revealed no related non-conformance. To date, there has been no additional complaints received from this lot. There is no evidence of manufacturing deficiency. Cook reviewed the product labeling for the complaint device. The instructions for use (IFU) [ t_multi2_rev1, multipurpose drainage catheter] packaged with the device contains the following in relation to the reported failure mode: "precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied : upon removal from package, inspect the product to ensure no damage has occurred." The information provided upon review of the dmr, IFU and DHR suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause of this event was deemed component failure unrelated to manufacturing or design deficiencies. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.